Event description:
The physician was attempting to open a clotted arteriovenous (av) fistula. He requested the 0.035 glide wire and attemtped to advance it through the catheter, but was unble to do so. There were no obvious defects to the equipment. The surgical team is very experienced in using this equipment and did not anticipate this happening. The surgeon requested another glide wire, which was from the same lot, and was able to advance it through the catheter without difficulty. There was no harm to the patient. The surgical procedure was completed without complications.======================manufacturer response for pta dilation catheter, cordis powerflex p3 (per site reporter)======================clinical inventory notified the manufacturer via telephone. (B)(4). When business reopens, clinical inventory will contact them again and send out the product/packaging for their inspection & analysis.